Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 500, 174, and 265 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further information has been reported.